Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was (B)(6) 2017. It was reported that during a case in the operating room there was no cerebrospinal fluid backflow with the spinal segment of the catheter that was already placed. No symptoms were reported. No further complications were reported. On (B)(6) 2017 additional information was received from a healthcare professional (hcp) via a company representative. The patient was having a new intrathecal baclofen pump implanted on (B)(6) 2017. The cause of no cerebrospinal fluid (csf) backflow was not determined. The physician used a tb (tuberculin) needle into the tip of the spinal segment of the catheter to confirm csf backflow. Csf flow was confirmed by the physician. Then the physician cut 7cm of the catheter to connect to the pump segment. Once connected the physician did confirm again that he was getting csf backflow. The physician used a tb needle with 3cc syringe to confirm multiple cc's of csf backflow. The patient¿s weight at the time of the event was unknown. Medical history was the patient was paraplegic.